Manufacturer narrative:
A ge service rep performed an on site investigation. The footswitch was found inoperable and therefore replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed a fatal error and then locked up. No report of pt injury.